Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving fentanyl (3500 mcg/ml at 903.8 mcg/day), lioresal (120 mcg/ml at 30.99 mcg/day), clonidine (2350 mcg/ml at 606.8 mcg/day), and bupivacaine (35 mg/ml at 9.038 mg/day) via an implanted pump. On 19-feb-2016 it was reported that on (B)(6) 2016 the patient went to the ER (emergency room) by ambulance and she had an ultrasound done. The patient was sweaty, panicking, and shaking; the symptoms came on suddenly when she was making dinner. She thought the pump was turned off. The patient also wanted to know if it was possible that the ultrasound tech pressed on the catheter and caused a bolus of drug. The patient¿s pertinent medical history/other medications, diagnostics/troubleshooting performed, actions/interventions taken, the cause of the patient¿s symptoms, and resolution of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.